Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, de novo lesion in the mid right coronary artery (mrca). A 2.75x48mm xience xpedition drug eluting stent (des) was implanted at the lesion, after which a long distal edge dissection was noted. A 2.75x18mm xience alpine des was then advanced to cover the dissection, however, another dissection occurred. A second alpine stent, size 2.75x15mm was then advanced to cover the second dissection without issue to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device referenced in b5 is filed under separate medwatch report number.